Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, loss of phrenic capture was observed. Therapy was stopped, but phrenic capture was not successful thirty minutes after loss of capture. The case was completed with cryo. No further patient complications have been reported as a result of this event.